Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling worse than they had felt previously and t-wave oversensing (twos) from the right ventricular (rv) lead was observed. The caller inquired how to fix the twos and also noted the patient had previously "dialed down" on prednisone. The rv lead remains in use. No further patient complications have been reported as a result of this event.